Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited inappropriate high voltage (hv) therapy due to incorrect interpretation of signal. Programming changes were suggested. No intervention was reported. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.